Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the customer declined to provide the device or event logs for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a pump over-infusion with no patient harm. The customer declined to provide any more information of the event.